Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-01573; 951-01-40e, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to metallosis by cup and liner movement that created metal ion debris. Patient also has an allergy to cobalt. Confirmed after post op issue after initial index surgery.